Manufacturer narrative:
Batteries (B)(4): based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of three reports (3007042319-2015-02057, 3007042319-2015-02058 and 3007042319-2015-02059) submitted for devices related to the same event.

Manufacturer narrative:
The following batteries were reported; however, it is unknown which batteries were involved in the reported event: 1650de (B)(4), 1650de (B)(4), a00036 (B)(4), a00036 (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-02057, 3007042319-2015-02058 and 3007042319-2015-02059) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the patient stated "continuous switching of the power sources". "After consultation with engineering" it was "recommended to exchange of all four batteries and the active controller". "Hospital performed exchange", having "no effects on the patient". No further information available. Investigation is ongoing. This is report 2 of 3